Event description:
It was reported that this left ventricular (lv) lead was explanted less than two years after implant for unknown issues. A new non-bsc lv lead was successfully implanted. No additional patient adverse effects were reported.